Event description:
It was reported by the patient that the pod' needle deployed early indicating a needle mechanism failure.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The device was received with the pink slide insert not visible in the viewing window and the needle cap still attached to the bottom housing. Upon removal of the needle cap, the cannula assembly deployed. The device data indicates the first prime completed at pulse 46 and the second prime completed at pulse 56. The device was deactivated at pulse 56. The ratchet firing flat was in the expected position at the completion of the second prime. Although the needle mechanism was reset and fired properly during the investigation, the exact cause of the reported event could not be determined.